Event description:
The complainant alleged that during incoming inspection of the product, the device's "charge", "energy select", and one of the soft-key buttons were inoperative. The complainant indicated that there was no pt involvement in the reported malfunction.